Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt failed the detect and treat test. The last patient to use this e-belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the detect and treat test. Investigation revealed several out of tolerance components of the belt's distribution node (dn) pca board. Components u713, u729 and u708 were out of tolerance. The cause for the out of tolerance components was unable to be positively determined. No adverse event resulted from the defective belt. The last patient to use this e-belt did not report any deficiencies.